Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of receiving false hypoglycemia alert because of possible sensor inaccuracies. The event happened on (B)(6) 2025 at around 10 pm. The patient reported that the sensor glucose (sg) reading was 40 mg/dl and received a low glucose alert. However, the blood glucose (bg) measurement showed 150 mg/dl. The patient did not have to treat himself or seek medical attention.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. The initial investigation analysis revealed that on (B)(6) 2025 at 10:01 pm, the sensor glucose (sg) value was 56 mg/dl and no blood glucose (bg) value was entered into the system. However, at 09:41 pm, the sg was 50 mg/dl and bg was 208 mg/dl. This bg entry was not accepted by the system. The initial investigation analysis revealed that the system performance had deviated from the normal behavior. To further investigate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back. However, the sensor was never received. Thus, no further investigation and root cause analysis was possible. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor's chemical component (hydrogel), such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. B4. Date of this report 07 may 2025. G3. Date received by the manufacturer? 02 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.